Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2014 at 10:30am. The patient manages their diabetes with ¿20 units of insulin¿ (type unknown) and ¿1 pill of glimepiride¿ (dose unknown). They denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that at 11am, half an hour after the product issue began, they felt ¿shaky.¿ in response to this, the patient self-treated by immediately intaking more food/drink. The patient did not test their blood glucose on any other device at this time. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.